Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used with a viperwire flex tip guide wire to treat the left anterior descending artery (lad). Following atherectomy, the system was pulled back, but the tip of the viperwire fractured. Several unsuccessful attempts to retrieve the fragment were made. The fragment migrated into a septal branch from the distal lad. The procedure was completed with placement of a stent in the target area, and the wire fragment was left in vivo. The patient was stable and was placed on lifelong anticoagulation as a result of the abandoned component.

Manufacturer narrative:
B3. Event date is approximate. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided.the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.csi ID: 12401